Manufacturer narrative:
Concomitant medical product: 5086mri52, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) didn't alert for an atrial tachycardia/atrial fibrillation (at/af) episode as the episode straddled two days. It was further reported that the right atrial (ra) lead exhibited high thresholds. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.